Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the power switch overlay to resolve the reported issue. The device successfully passed functional testing.

Event description:
It was reported that the power light emitting diode (led) on a v60 ventilator would turn off by contact failure. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.